Manufacturer narrative:
(B)(4). Correction to section d: UDI number - the UDI number was corrected to (B)(4). Additional information: no return product evaluation could be completed as the device was not returned for investigation. A DHR review was completed lot 73m2400308 and no issues or nonconformities were noted. Case details were reviewed. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "tip of tp lp broke off in calcified lad.". Additional information received on 14apr2025: "the turnpike lp with a wire stuck in the catheter minus the tip was discarded. The lad was severely calcified with a mid cto. The lps tip was trapped in the lad cto. I didn't see how many times the doctor torqued the catheter per IFU. The tip remained in the cto. The rest of the turnpike lp and wire were removed out of the body. Only a few millimeters of the tip were broken off in the cto."

Event description:
It was reported that: "tip of tp lp broke off in calcified lad." Additional information received on 14apr2025: "the turnpike lp with a wire stuck in the catheter minus the tip was discarded. The lad was severely calcified with a mid cto. The lps tip was trapped in the lad cto. I didn't see how many times the doctor torqued the catheter per IFU. The tip remained in the cto. The rest of the turnpike lp and wire were removed out of the body. Only a few millimeters of the tip were broken off in the cto."

Manufacturer narrative:
(B)(4).